Manufacturer narrative:
Compromised force sensor system alarm during prime/compromised force sensor system test at 4.0 lbs due to faulty force sensor resistor(gold). Unable to perform basic occlusion test, occlusion test and excessive no delivery test due to compromised force sensor system alarm. Unit was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with compromised force sensor system alert. The blood glucose was 172 mg/dl at the time of the incident. The drive support cap appears normal. Customer advised to discontinue use of the pump and revert to back up plan. The insulin pump will be returned for analysis.